Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 498 mg/dl. She treated herself with a manual injection. The customer received a program safety alarm from her insulin pump. Standard troubleshooting was performed. The customer was advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.